Manufacturer narrative:
The device mechanism has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device door would not close correctly. This dose not indicate a reportable event. However, during verification testing at the service center, the device mechanism was received with the regulator closer not fully seated and regulator opener was broken off.